Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient experiencing low blood pressure presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. All other electrical measurements were in range. Isometrics were performed and the noise was reproducible. Fluoroscopy was performed and revealed the lead was normal. The lead was capped and replaced successfully. The patient experienced no adverse consequences.